Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-03705; related manufacturer reference number 1627487-2020-03706; related manufacturer reference number 1627487-2020-03707; related manufacturer reference number 1627487-2020-03708; related manufacturer reference number 1627487-2020-03710. It was reported that patient experienced a bacterial infection at the implant sites. Patient was treated with intravenous antibiotics and a PICC (peripherally inserted central catheter) line. Surgical intervention was undertaken on (B)(6) 2011 wherein the entire system was explanted to address the issue.